Event description:
It was reported that the unit was alarming.

Manufacturer narrative:
During testing and repair at the service center the device displayed a red light visual alarm. This was due to the transformer plug becoming detached from the circuit board.